Manufacturer narrative:
(B)(4). DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Visual, dimensional and functional inspection could not be performed as the complaint instrument was not returned by the customer. Root cause unknown as sample was not received for investigation. No corrective action taken in manufacturing.

Event description:
Alleged event: when the surgeon tried to apply a clip to a vessel the applier snapped; the piece that holds the applier together was missing when removed from the patient. An x-ray was performed on the patient resulting in no findings. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The report indicates that no device is being returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when the surgeon tried to apply a clip to a vessel the applier snapped; the piece that holds the applier together was missing when removed from the patient. An x-ray was performed on the patient resulting in no findings. The patient's condition was reported as fine.